Manufacturer narrative:
Returned device was received in undamaged physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the issue was unable to be replicated by analysts. The interconnect board was replaced as a preventative measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump presented with base hardware failure. There were no reported adverse events.

Manufacturer narrative:
Investigation completed on a smiths medical syringe infusion pumps/medfusion 4000 pumps base hardware failure was not confirmed during testing with occlusion test. The event log revealed there was base hardware failure alarm in history, failed value 24.000.preventative action was taken due to this and the interconnect board was replaced. No fault was found as the event was not duplicated during testing, only preventative action was taken. The device overall condition was good and device passed all functional testing.

Event description:
Investiigation completed.

Event description:
Investiigation completed and summary in h 10.

Manufacturer narrative:
Other, investigation completed on a smiths medical syringe infusion pumps/medfusion 4000 pumps base hardware failure was not confirmed during testing with occlusion test. The event log revealed there was base hardware failure alarm in history, failed value 24.000.preventative action was taken due to this and the interconnect board was replaced. No fault was found as the event was not duplicated during testing, only preventative action was taken. The device overall condition was good and device passed all functional testing.

Event description:
Additional information: event occurred prior to infusion. Event date added.

Manufacturer narrative:
Additional information: event occurred prior to infusion. Event date added.